Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for dilator tip ruined and uneven issue as no objective evidence was provided for review. The definitive root cause could not be determined, based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient prepared for a port placement procedure using power port MRI isp. Prior to the procedure, it was reported that the dilator had allegedly ruined and uneven tip making it unusable for the port implantation. There was no patient contact.

Event description:
On (B)(6) 2025 a patient underwent a port placement procedure using power port MRI isp. Prior to the procedure reportedly, the dilator had allegedly a ruined and uneven tip. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.